Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: batch#: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? If yes, how was the device removed from the patient? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number: c9dz87, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that the device closed on the lobe and would not open. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. D4 batch #921c40. Corrected data: d1. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. However, the knife was not completely in the home position causing the jaws not open as expected. The device was closed and the bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. Several events were found that caused the device to experience a false lockout event. The condition noted on the event log is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 921c40, and no non-conformances were identified.